Event description:
Reporter indicated that the surgeon used a ks-3ai preloaded injector. Prior to delivery in to the eye, the plunger of the device overrode the lens. The lens was not implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A product evaluation found that the plunger of the device was bent. Based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).